Manufacturer narrative:
E1: initial reporter first name: (B)(6). An alarm indicative of a potential malfunction of the disposable cassette was reported. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. However, a leak from an unknown location was reported, which is known to cause this alarm. The cause of the leak could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error (se) 2240 (air in line/set) alarm. The patient was connected at the time of the alarm. This occurred during dwell two of seven of peritoneal dialysis (pd) therapy. During troubleshooting, a leak was identified from an unspecified location; further described as "one of the bags was wet, however no damage was found on it." Renal therapy services assisted the patient in clearing the alarm. The patient would start over with all new supplies. Proper procedures per the user manual were reviewed with the patient. There was no report of patient injury or medical intervention associated with this event. No additional information is available.